Manufacturer narrative:
(B)(4). The sample was discarded. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).

Event description:
This complaint originated as a result of the reuse technician, calling baxter to report a blood leak. The leak was at the beginning of treatment. The patient continued therapy with a different dialyzer, the patient went back on with a backup (B)(4) dialyzer and was okay. There was no patient injury and no medical intervention reported, the patient is doing fine.